Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the (B)(6) male patient had a revision due to stem subsidence. Patient was revised with a zb stem, cup was retained and a new liner was implanted. There was no breakage of a device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. Product will not be returned.

Manufacturer narrative:
After further review of additional information received the following sections d4, d6a, d10, g3, g6, h2, h3, h4 and h6 have been updated accordingly. Section d10: concomitant products: nv gxl lnr, +5lat, 36mm g3-56/58mm cups (cat# 136-36-53 / serial# (B)(6)). (H3) the revision reported may have been the result of either under sizing the femoral stem for the patient¿s anatomy/femoral bone and/or insufficient bony support for the implant, possibly due to a patient-related condition, which led to femoral stem subsidence. However, this cannot be confirmed as immediate post-operative x-rays of the index surgery were unable to be obtained. Therefore, a change in the position of the femoral stem from initial implantation cannot be confirmed. The most probable root cause associated with the reported event of "femoral stem subsidence¿ is associated with a femoral stem that subsides into the prepared femoral canal further than expected. This can occur during implantation or post-operatively.